Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2022-07839. Related manufacturer reference number: 2017865-2022-07841. It was reported that the patient has deceased on (B)(6) 2022. The primary cause of death was ischemic cardiomyopathy. There is no known allegation from a health care professional that suggests that the death was related to patient's implantable cardioverter defibrillator system.